Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The event description of hypotension does not indicate a potential manufacturing issue. Hypotension is a known potential adverse effect per the instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. In this event, the hypotension was due to the occlusion of the patient¿s coronary artery, even though it was pre stented. It is unable to be determined if the occlusion was due to the non medtronic surgical aortic valve, as it was initially reported that the physician was concerned that the surgical valve leaflets from this valve would occlude the patient's coronary, thus requiring the wire and coronary stent implant. The exact cause for the coronary occlusion is unable to be determined. However, there was no indication that the transcatheter valve caused the coronary occlusion based on the information made available for review. This event does not indicate device misuse or malfunction.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that eight years following the implant of a non-medtronic surgical aortic valve, this transcatheter bioprosthetic valve was implanted valve in valve due to aortic insufficiency verified by echocardiogram. A wire and coronary stent were prophylactically placed in the left main (lm) and left anterior descending coronary artery for protection in case the surgical valve leaflets occluded the left main (lm) ostia. The delivery catheter system (dcs) was advanced through the surgical valve without difficulty. Upon recapture of the nose cone, the patient became hypotensive. Cardiopulmonary resuscitation (CPR) was initiated. The coronary stent was deployed in the lm, the patient stabilized, and CPR was discontinued. An angiogram verified the lm was patent and an echocardiogram verified the heart function. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.